Event description:
Hill-rom received a report from an account stating the legs would not open on the mobile lift. The life was located in the 1st floor charge station at the account. There was no patient or user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The account found that the legs were not opening when he investigated the product. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unk if the facility performs preventative maintenance on their lifts. The account¿s tech replaced the middle beam to resolve the issue. Based on this info, no further action is required.